Manufacturer narrative:
The returned lead was cut apart 14 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. The inner conductor helix was missing in the proximal fragment, and the is-1 connector pin was cut off and enclosed separately. The fragments had a combined length of 63 cm. Thus, about 2 cm of the lead body were missing. The returned fragments were examined visually and electrically. Multiple signs of abrasion were found along the lead body. Especially at the distal fragment near the shock electrode, the insulation was damaged due to fraying. This damage is most likely the cause for the oversensing complained about. The observed damage manifestation speaks for strong mechanical stress on the lead in the implanted state. Reasons for an increased stress level of the lead in the implanted state cannot be clarified conclusively without x-ray images, diagnostic images of any other kind, and further information regarding the patient. An accumulation of various influence factors should be considered. These include strong ingrowth behavior of the lead and fibrosis formation. An unfavorable implantation position of the lead is also a known influence factor. In addition, both the individual anatomy and increased physical activity of the patient that involves the upper body play a role. In the further course of the visual inspection, a deformed shock coil was found that is probably the result of the extraction procedure. Since the lead was cut apart in the returned state, the electrical analysis of the lead was limited to the measurement of the direct current resistances of the fragments. No anomalies could be detected. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implant period of approximately 64 months oversensing of the rv lead was detected during a scheduled device change. During this surgery a damage of the is-1 connector pin was observed. The lead was explanted.